Event description:
It was reported that the right atrial lead dislodged. Twiddler's syndrome was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.